Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 05jan2017 to assess the unexpectedly negative output instrument test well image in question, which visually displayed slight red blood cell adherence. The lot number of antibody screen test strips used was r806. An immucor field service engineer (fse) visited the customer site on 13jan2017 to assess the testing instrument, and adjusted the y robot belt tension, replaced the peri-pump tubing and adjusted the camera twain to 186, 186 and 187. The fse also cleaned modular and part components.

Event description:
On 05jan2017, a customer reported an unexpectedly negative antibody screen on a galileo echo instrument.